Event description:
It was reported that air embolism and myocardial infarction occurred. The patient presented with a chronic total occlusion of the right coronary artery and a 99% stenosed proximal circumflex lesion. The opticross hd imaging catheter was advanced for ultrasound examination of the circumflex. During pullback, the patient lost pulse and had ischemia/st elevations. The patient also experienced air embolism and myocardial infarction. Upon further angiographic imaging, the patient had extremely poor perfusion. Cardiopulmonary resuscitation was initiated and a non-boston scientific ventricular assist device was inserted. The patient stabilized and the procedure was completed. The patient was sent to intensive care and fully recovered.